Manufacturer narrative:
The site has declined to provide patient demographics information for this event. Replacement device shipped to site on 3/7/2016. Issue resolved with replacement. Medtronic investigation of returned suspect device finds that the clamp is missing the retaining washers that translate the clamp jaws via the adjustment screw. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a procedure, the retaining washer on the spine clamp detached from the device while the surgeon was attempting to loosen it for removal from the spinous process. The washer reportedly fell into the patient anatomy. The washer was easily removed from the patient without any additional surgical intervention being necessary. The patient was not impacted by this event. The procedure was completed successfully. No further details were provided.